Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported driveline infection could not be conclusively established through this evaluation. Evaluation of the submitted image confirmed the reported superficial damage and kinking to the pump cable; however, a specific cause for the damage and kinking to pump cable could not be conclusively determined through this evaluation. There were no functional issues reported by the customer. It was reported that the patient had multiple tears in their pump cable. The patient denied any alarms. The pump cable was unable to be straightened, so the account was unable to apply perfusion tubing for stabilization. Rescue tape was applied to a tear near the modular cable connection. The tear near the exit site was to be assessed by a surgeon. It was further communicated that the patient was assessed by a surgeon and the driveline site was cleaned and prepped, a sterile field was created, and the plastic edges of the driveline were re-approximated with a running 6-0 prolene suture. After the suture line was created, a thin layer of bioglue was applied on the surface of the repaired driveline site to provide a layer of coverage and a driveline dressing kit was used to dress the exit site under sterile conditions. The patient tolerated the procedure well. The velour covering at the exit site was not exposed. The patient had a driveline infection with a fully surrounding exophytic mass. The patient completed a course of oral antibiotics. The submitted image revealed that a portion of the outer jacket was torn, and damage penetrated through the outer jacket and armor layers; however, the bionate layer appeared to remain intact. The exposed portion of the pump cable was kinked outwards. A second tear was noted near the driveline exit site, revealing the underlying armor layer. The damage appeared to be only cosmetic; however, the extent of the damage could not be conclusively determined based on the image. Additionally, a piece of tape was noted towards the distal portion of the pump cable. Review of the submitted log files captured the pump functioning as intended. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 1 of the IFU, ¿introduction¿, lists adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 lvas. The IFU and patient handbook contain information on how to clean and care for the driveline. Sections 2, ¿system operations¿, and 6, ¿patient care and management¿, of the IFU and sections 2, ¿how your heart pump works¿, and 4, ¿living with the heartmate 3¿, of the patient handbook describe that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 6 of the IFU also lists infection as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables,¿ which cautions the user not to twist, kink or sharply bend the driveline. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were multiple tears on the pump cable. The patient denied any alarms. They were unable to straighten cable, so unable to apply perfusion tubing for stabilization. Rescue tape was applied to tear near modular cable connection. Tear near exit site was planned to be assessed by surgeon. The log files were submitted for review. It appeared that the event log captured routine events, the ventricular assist device (vad) and peripheral equipment are functioning as intended. It was also noted there was a tear in the silicone was right in the exit site. It was noted that the velour covering was not exposed. It was later reported that the driveline had an anexophytic mass fully surrounding it. The driveline site was cleaned and prepped with bedadyne and chlorprep. A sterile field was created and plastic edges of the driveline were re-approximated with a running 6-0 prolene suture. After completing the suture line, a thin layer of bioglue was applied on the surface of the repaired driveline site to provide layer of coverage. A driveline dressing kit was used to dress the exit site under sterile conditions. The patient tolerated this process well. It was said that the patient completed antibiotic treatment by mouth.